Event description:
It was reported that the patient¿s ilet insulin delivery stopped and displayed an insulin occlusion alarm, and the patient¿s daughter, with coaching, unlocked the device, resumed insulin, disconnected from the body, and performed a fill-tubing-only prime until drops were observed; the patient uses inset 23"-6 mm infusion sets, and the recorded blood glucose was 347 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution steps initiated by the caregiver. Investigation included review of device data and guided troubleshooting of the infusion set and tubing prime. Investigation of this case revealed an insulin occlusion with interrupted insulin delivery that was addressed by resuming insulin and re-priming the tubing, with the specific cause of the occlusion not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.